Event description:
Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified side information. Doi date was identified and corrected. Part & lot identified on patient's sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update**(B)(4) 2013 - litigation papers received. Litigation alleges migration of the acetabular cup, implant loosening, noise and atrophy of the femoral neck. Doi provided. There is no new additional information that would affect the investigation.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records received (B)(6) 2013. Revision operative report indicates patient was revised due to pain, cloudy fluidy, and mild metalosis reaction. It was indicated in the revision operative report that the patient's leg length was increased to neutralize the patient's leg length.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.